Manufacturer narrative:
New information: b5: consumer reported strings on the tampons were shorter than normal and they were shredding making tampons difficult to remove. G1-2: contact office name/address. G7: follow-up 1. H2: follow-up type. H6: device codes.

Event description:
This is a follow up with additional product malfunction information. Consumer reported strings on the tampons were shorter than normal and they were shredding making tampons difficult to remove.

Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal three tampons fell apart leaving pieces inside. She developed an infected lump on her groin that had discharge and went to the walk-in clinic where she was prescribed amoxicillin. This antibiotic did not help so she went to her primary care physician and was prescribed clindamycin. Her symptoms resolved but now the lump came back and another lump has formed.